Event description:
It was reported that customer had high blood glucose levels of 455mg/dl. The customer also reported damage to the transmitter. The customer also reported that he is a brittle diabetic. No additional information was provided.

Manufacturer narrative:
The insulin pump was received with dog chew marks on the case and electronics.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time